Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: updated: b4; b5; d2; e1; e2; e3; g1; g3; g6; h1; h2. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6 visual examination of the provided image performed. Item number confirmed from the image, however unable to determine the lot number due to the image quality. The device shows signs of wear, however the extent of damage to the dovetail area cannot be determined from the image. As the physical product was not returned, further analysis could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: unknown, tibial component, unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the articular surface would not line up with tracks of tibia. It was also reported that it looked damaged prior to insertion. The surgical technique was utilized; there was no surgical delay or foreign bodies retained. Attempts were made and all available information has been provided.